Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Lens not returned. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.5/84 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The lens was exchanged for another same model lens but different diopter. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the optic torn and the haptic broken. Dimensional inspection found the lens was within specification. Functional inspection was performed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).